Event description:
It was reported that a spectrum iq pump had a downstream occlusion alarm and 'an actual upstream occlusion'. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion' was not reproduced. Evaluation found the device passing all occlusion testing. The device sensors were found within specification. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.